Event description:
Developed infection [infection]. Case narrative: initial information received on 03-may-2022 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp (non-healthcare professional). This case involves a patient (demographics unknown) who developed infection while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate, formulation, dosage, route, frequency unknown (with an unknown batch number) for unknown indication. On an unknown date, few days after the injection, the patient developed infection (infection). The patient was hospitalized for this event. Action taken: unknown. It was not reported if the patient received a corrective treatment for the event (developed infection). At time of reporting, the outcome was not recovered / not resolved for the event developed infection.

Event description:
Developed infection [infection]. Case narrative: initial information received on 31-may-2022 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5109538 from a consumer/non-hcp (non-healthcare professional). This case involves an adult patient of unknown age and gender who developed infection after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient had no medical history, concomitant disease or risk factor. There were no lab data/results available. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate, injection, liquid solution, (with an unknown batch number, expiry date, dosage, route, indication, frequency; strength: 16 mg/2 ml). Information on batch number requested. On an unknown date, a couple of days after the injection, the patient developed infection (infection). The patient was hospitalized for this event. Action taken: unknown for the event. It was not reported if the patient received a corrective treatment for the event (developed infection). At time of reporting, the outcome was not recovered / not resolved for the event developed infection. A product technical complaint (ptc) was initiated on 27-jul-2022 for synvisc (unknown batch number) with global ptc number (B)(4). Sample status was not available. Ptc stated: complaint: adverse event. Preliminary assessment: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class had been updated to ii. Investigation: the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 16-jun-2023 and the summarized conclusion was "no assessment possible." Additional information was received on 27-jul-2022 from other health care professional. Global ptc number and strength was added. Text amended accordingly. Additional information was received on 16-jun-2023 from other health care professional via quality department. Ptc summary details added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment for follow up dated 22-jul-2022: follow up information received does not change prior case assessment. This case involves a patient (demographics unknown) who developed infection while being treated with hylan g-f 20, sodium hyaluronate [synvisc] and was hospitalized. This case currently lack sufficient and consistent information to permit a proper assessment. A better description including patient demographics, chronology, as well as information on past and concomitant medication, family history if any and relevant medical history of the patient, as well as concurrent conditions are currently missing. The case will be reassessed based on follow-up information that will be received.

Event description:
Developed infection [infection] case narrative: initial information received on 31-may-2022 regarding an unsolicited valid serious case received from health authorities of united states under reference (B)(4) from a consumer/non-hcp (non-healthcare professional). This case involves a patient (demographics unknown) who developed infection after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient had no medical history, concomitant disease or risk factor. There were no lab data/results available. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate (with an unknown batch number, expiry date, formulation, dosage, route, frequency; strength: 16 mg/2 ml) for unknown indication. On an unknown date, a couple of days after the injection, the patient developed infection (infection). The patient was hospitalized for this event. Action taken: unknown for the event. It was not reported if the patient received a corrective treatment for the event (developed infection). At time of reporting, the outcome was not recovered / not resolved for the event developed infection. A product technical complaint (ptc) was initiated on 27-jul-2022 for synvisc (unknown batch number) with global ptc number (B)(4). Sample status was not available the final investigation was in process. Additional information was received on 27-jul-2022 from other health care professional. Global ptc number and strength was added. Text amended accordingly.